Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the laparoscope, gynecologic exhibited blind and blurred images. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8; h2; h3; h6; h11. Corrected e1, e2, e3, and g2 healthcare professional. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the fiber bonding in the outer tube area (distal end) was damaged, scope error (error 218) occurred, and no image was displayed. A definitive root cause could not be identified. Based on the results of the investigation, it was likely the following led to the malfunction: the defective optics was due to damaged fiber bonding in the outer tube area (distal end), and the video cable was broken, which resulted in scope error (error 218) causing no image being displayed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.